Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cord. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord is cut off, scratched, or broken, the rear light guide bundle is bent and damaged, water droplets inside the light-guide rod glass. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited water droplets inside the light-guide rod glass, the universal cord was cut off, scratched, or broken and the rear light guide bundle was bent and damaged. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an abnormal image during set up. There were no reports of patient involvement.